Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located on 2 west at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the end tube latch bolt was missing. Per the hill-rom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 and 2009-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the latch bolt to resolve the issue. Based on this information, no further action is required.